Event description:
A customer contacted beckman coulter inc (bec) and reported a leak of approximately 3oz of a blood and reticulocyte clearing fluid contained inside the coulter lh 750 hematology analyzer in the back. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure/risk management plan available at the facility. The leak did not affect patient results. There were no discrepant results reported. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found a hole in the tubing at valve 95 for reticulocyte clearing pump leaking caused by normal use. The fse replaced the tubing to resolve the leak. The cause of the leak is a hole in tubing at valve 95 caused by normal use. (B)(4).